Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On the same day the sensor was inserted, the patient was not feeling good and was sweaty. The patient stated they were not getting readings on the dexcom receiver and their spouse could not confirm an error message that was displayed. The patient¿s spouse took the patient to the emergency room and there they took a bg reading which was 282 mg/dl (not clarified if this was taken before or after the treatment) and the patient was treated with IV fluids and IV dextrose. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.